Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The technical support engineer (tse) recommended manually rotating the endoscope and pressing the instrument clutch to clear the memory and correct the image orientation. The staff later mentioned that it appeared the issue was resolved, although it was unclear whether she followed the suggested steps. The system was working properly, and no additional action was required as the issue was resolved. The customer confirmed that the endoscopes would not be returned for evaluation. The probable root cause could be attributed to the customer set up.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, an operating room (or) staff member called in to report that the camera image was upside down and flipped. Although she swapped out the endoscope, the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended manually rotating the endoscope and pressing the instrument clutch to clear the memory and correct the image orientation. The staff later mentioned that it appeared the issue was resolved, although it was unclear whether she followed the suggested steps. She would call back if further assistance was needed. The procedure was completing as planned with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the two affected endoscopes were not returned for evaluation. The event involved reversed control on the system arms and a vision orientation change that occurred on its own, although the endoscope did not move freely with uncontrolled motion. The surgeon confirmed the desired orientation when the endoscope was installed, and the user interface provided an indication of image orientation. There was no patient injury resulting from the vision issue.